Event description:
It was reported by the sales rep that during use on an unknown arthroscopic procedure, the pressure display on fms pump was erratic, jumping up and down. The case was completed without the use of a pump and the surgeon converted to an open procedure, this added approximately an hour to the procedure. The repair was concluded successfully without further incident or harm to the patient. [See also MDR 1221934-2007-00240 same surgeon and facility].

Manufacturer narrative:
The complaint device has not yet been received. Upon receipt it will be subjected to a complete cosmetic and functional evaluation. The results of the evaluation will be subject of a follow up report.